Manufacturer narrative:
See MFR: 3012307300-2018-00833, 3012307300-2018-00879, 3012307300-2018-00880, 3012307300-2018-00881, 3012307300-2018-00882, 3012307300-2018-00883.

Event description:
It was reported that the smiths medical device "blood return big veins" and the device was hard to slide. It was indicated that a nurse blew a vein. No other information was provided.

Manufacturer narrative:
One catheter deployment chassis was returned for analysis in unused condition. Visual examination of the returned deployment chassis via microscopy did not reveal any evidence of use or the presence of any blood anywhere. The beveled catheter assembly was not returned and could not be evaluated. The device history record was reviewed and no manufacturing or testing issues were found. Based on the description of the complaint and the unused condition of the returned deployment chassis and without the beveled catheter assembly, this complaint could not be confirmed. The root cause was unable to be determined.